Event description:
Defibrillator had a failure which resulted in pt receiving ~ 49 shocks in <12 hrs. The device was explanted and the md said the problem was fractured lead. Pt states that this device has been recalled twice (z-230/31-0), one of which was for a wire issue (ie a p.t. Wire bonding/insulation problem) location problem which appaarently causes the device to short out. Pt believes his device had this problem as the edges of the case are tarnished blue. Pt also states that he was never informed of this recall. Pt has the suspect device and a print out from the device showing the shocks he rec'd. In the 5 yrs that he had this device he is aware of the device activating only once prior to this event. Hospital records should be available showing that his heart was in the sinus rhythm when the device would activate. Pt states that if his attorney does not object, if requested, they will provide the FDA the suspect device, a complete copy of print out and a copy of his medical records.